Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The pneumatic block was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.